Event description:
It was reported that the about 4 weeks ago, the patient¿s device was turned off and experienced pain when walking through the security scanner at (B)(6).

Manufacturer narrative:
Continuation of d11: product ID 3889-28, lot# va006vq, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4)